Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported the day prior to the report they met with a manufacturer representative for reprogramming. Patient reportedly had not urinated since 8am on the (B)(6) but was finally able to urinate when on the phone the day of the report. It was reported that the patient has had "massive bowel movements" that they cannot control since before the implant. Patient was having some difficulty getting connected and did not have an antenna. No further complications anticipated.